Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after event onset, the patient was treated with vancomycin (1(gm/once a week/intraperitoneally). The patient was hospitalized five days after event onset. It was unknown if the patient continued with vancomycin treatment after hospitalization. At the time of this report, the patient was recovering and was performing hemodialysis therapy. No additional information is available.